Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device was leaking water out of the reservoir. There was no additional information provided.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented wear and tear damaged enclosure, tank cover, line cord, pole clamp and block assembly and bent micro switch. The customer stated problem was duplicated. The device leaked water from the reservoir. Replaced: pcb (printed circuit board), enclosure, micro switch, line cord, pole clamp, and block assembly. The original pcb failed the electrical test. The cause of the reported problem was determined to be customer damage. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.